Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0wu6m, implanted: (B)(6) 2015-, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A consumer whose indication for use was essential tremor and movement disorders reported that she had device explanted on (B)(6) due to infection. It was stated that just one side was removed but not completely sure. A few days later, health care provider reported that the patient had infection on (B)(6) 2015 and the right device was explanted. The diagnostic performed related to the infection including wound culture and (B)(6). The cause of infection was not determined.